Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she experiences a persisting itching sensation at the ipg. The sensation is felt regardless of stimulation being on or off. The patient stated she informed her physician of the issue and the physician indicated it was due to the ipg site healing. The sjm representative is to meet with the patient as the next course of action.